Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that after a da vinci-assisted benign hysterectomy procedure, the patient experienced a small bowel injury. The initial procedure was completed robotically. The patient had extensive lysis of adhesions, four prior c-sections, multiple adhesions to the omentum and abdominal wall. The uterus was described as bulky and fibroid. The uterine arteries were successfully sealed with a vessel sealer instrument. On post-operative day #1, the patient's hemoglobin dropped; however, a CT-scan was negative for a bleeding vessel. The patient's hemoglobin was rechecked and found to be within normal limits. The patient presented with a sepsis picture five days post-operatively. Repeat CT-scans showed increased free air. The patient was taken back to the operating room for an exploratory laparotomy by a general surgeon and a small bowel injury was identified. It is unknown what medical intervention was rendered due to the sepsis and small bowel injury.